Manufacturer narrative:
This report is filed september 28, 2016.

Event description:
Per the clinic, the patient experienced recurrent infections (date not reported). Subsequently, the device was explanted on (B)(6) 2016.

Manufacturer narrative:
This report is filed october 10, 2016.